Manufacturer narrative:
Visual inspection of the returned instrument confirmed the reported event. The distal tip is separated from the instrument. The fracture surface appears to be consistent with torsional overload. No additional damage or anomalies were observed on the remaining portion. Review of the device history record (DHR) confirms that implant met all dimensional and inspection requirements at the time of manufacture, with no nonconformances identified. There is no evidence to suggest that manufacturing-related issues contributed to the reported complaint. Alphatec spine, inc. Is submitting this report in compliance with FDA regulations under 21 cfr 803. All relevant and available information was included to the best of our knowledge at the time of this submission. Any fields left blank reflect information that was not known or not provided.

Event description:
The tip of the screwdriver sheared off.